Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record (DHR)review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to user error. It was reported that the device was impacted with a mallet. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any tasp construct failures. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bottom of a tasp fractured when it was impacted with a mallet during a revision surgery. A different product was used and there was no surgical delay or impact to the patient. Attempts have been made and no further information was provided.